Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The adult reusable hytrel 0.9m patient tube was replaced to resolve the issue. Date of device manufacture year is 2007. The month of manufacture was unavailable at time of MDR filing. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in a potential leak >4.5l/min. There was no patient involvement.